Event description:
(B)(6) advia centaur xp (B)(6) result was obtained on a patient sample. Repeat testing was performed after two hours and the result was (B)(6). The patient sample was run on an alternate method and the result was (B)(6). The patient sample was tested again but on a different advia centaur xp instrument and the result was (B)(6). Confirmatory testing was (B)(6). It is unknown if patient treatment was altered or prescribed. There was no report of adverse health consequences due to the discordant advia centaur xp (B)(6) results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. The fse performed a total service call. No instrument issues were identified. A new kit was calibrated with the same lot number (239) and testing was repeated for the patient sample. The result was (B)(6). The cause for the discordant (B)(6) result is unknown. The patient sample has been requested for further investigation. The instrument is performing within specifications. No further evaluation of the device is required. The IFU states in the limitations section: "a negative test result does not exclude the possibility of exposure to or infection with (B)(6). (B)(6) antibodies may be undetectable in some stages of the infection and in some clinical conditions. Assay performance characteristics have not been established when the advia centaur (B)(4) assay is used in conjunction with other manufacturers' assays for specific (B)(6) serological markers."